Event description:
The pt was very ill when they (ambulance service) arrived at the scene and their saturation was very low, so the medic at the scene chose to put the pt on the ventilator. After they tubed the pt, pt started bucking the vent, so the decision to remove the e.t. Tube and ventilator was made. The pt started going downhill even further on the way to the hospital. Pt ended up passing at the hospital. From images taken, pt apparently had a pneumothorax and that is what the family's lawyer is claiming caused the death, brought on by the ventilator. The doctor apparently told someone from the ambulance service that there were other factors that caused the death.